Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product was returned for evaluation. A visual inspection of the sample returned was conducted. Visual analysis of the returned product revealed that one opened sample product code sxmp1b118 was received for evaluation. Upon visual inspection of the returned sample, the suture barbs were to be damaged at the tips, in addition the secondary loop was observed missing, and the primary loop damaged, cutting appears to be by use of surgical instrument. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide lot number. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - stratafix¿, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - 2360 g /m.

Event description:
It was reported that a patient underwent a pacemaker surgery on (B)(6) 2022 and barbed suture was used. During the procedure, the loop on the end of the suture broke during skin closure. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Additional information was requested.